Event description:
Through follow-up, the following additional information was received. Reportedly, the stent remains embedded in the iris and intervention is not required. The patient is being monitored, and there was no report of adverse event.

Manufacturer narrative:
Additional information: b5, b7(race), g3. MFR# reference: (B)(4). H3 other text : placeholder.

Manufacturer narrative:
Additional information: the stent was not implanted in the proper location, but remains in the patient's eye; therefore, the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon implanted a trabecular micro bypass stent into the patient¿s iris as result of patient eye movement during insertion attempt and was unable to be retrieved as it was embedded in the iris. Per report, there was intraoperative bleeding. The surgeon used a back-up stent to complete the procedure. Additional information is being requested.